Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of hospitalization for low blood glucose of 20mg/dl. Customer treated with glucose and then an IV drip at the hospital. Customer indicated that their blood glucose value was 335mg/dl at the time of the call. There was no indication that the insulin pump over delivered insulin and customer indicated that the pump programming is correct. Customer was advised to monitor the pump and blood glucose and call back if any further issues.

Manufacturer narrative:
The insulin pump passed functional testing including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self-test, off no power test and displacement accuracy test. The stop idle current and run current measurement tests are within specification. No unexpected low battery alarm or prime fill anomaly noted during testing. The suspend mode was activated on the insulin pump and was monitored; no unexpected deactivation of the suspend mode noted during testing. No suspend mode anomaly noted .the insulin pump was received with minor scratched display window and cracked reservoir tube lip.